Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) range of 50-150 mg/dl. Reportedly, the low bg was due to user error as the customer delivered too much insulin. The customer consumed glucose and sugars to treat the low bg.